Manufacturer narrative:
The customer¿s report of silicone disconnected was confirmed. During visual inspection it was noted that the silicone segment was completely separated from the lower fitment. The expected o-ring near the lower fitment was not received. Further visual inspection of separated silicone segment end noted o-ring indentations on the silicone segment. No crush marks were observed on the upper or lower fitment. Functional testing was not performed due to the obvious damage to the set. Dimensional testing was performed on the lower pumping segment components (lower fitment, o-ring and silicone). The measurements were within specification with no issues observed. The root cause of the failure was not identified.

Event description:
The customer reported the pump segment separated from "the portion that goes into the pump" (presumed to mean fitment) during an infusion of normal saline. There is no report of patient harm.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the set disconnected just below the silicone pumping segment above the clamp during an infusion of normal saline. There is no report of patient harm.